Event description:
While reviewing product, it was identified that a revision surgery had taken place. Upon contacting the principal agent (pa), it was found that the surgery had been covered by a sales representative who, shortly after the surgery, had been let go by the pa. This was the reason, the agency had not reported the event. After making contact with the doctor's office, the pa reported that the surgery was a revision of a hemiarthroplasty which had taken place due to a failed rotator cuff. The pt was revised with an rsp shoulder. The location of the explanted device is unknown. The pa reported that the surgeon had not thought there was any risk to the pt and there were suitable implant replacements and no known delay.